Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. G.4. PMA / 510(k)#:k981013. Investigation summary: bd did not receive and samples or photos for investigation. Therefore, 20 retention samples were subjected to functional testing for defective locking mechanism as well as hub collar separation with no defects being observed as all samples passed the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the hub separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the hub separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.